Event description:
The facility representative reported a flo-gard infusion pump with a broken screen. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with screen broken was not confirmed or duplicated by baxter service personnel. The device was found to be functioning as designed; therefore, no root cause was determined and no repair needed for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.